Manufacturer narrative:
Additional information such as correction on a1 - patient identifier, d6 - date of implant, and d4 - additional device information serial number of device was obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of implant is not available during processing of this complaint, attempts were made to obtain device serial number. Further information was requested but not received. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, the issue resolved.